Manufacturer narrative:
The field service representative confirmed that the connector and oxygen sensor were fully seated.

Manufacturer narrative:
The suspect part was returned on 19oct2020, but was determined to be related to this complaint on 13nov2020. During laboratory analysis, the product surveillance technician could not duplicate the reported complaint. The oxygen sensor cartridge was installed into a lab use only electronic patient gas system and passed calibration three consecutive times.

Manufacturer narrative:
The fsr replaced the o2 sensor. The unit operated to the manufacturer's specifications. The suspect part was sent back to the manufacturer for further evaluation.

Event description:
Upon receipt of the device, the field service representative (fsr) reported that the oxygen (o2) sensor in the electronic patient gas system (epgs) failed calibration twice. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician was unable to duplicated the reported issue. The oxygen sensor successfully calibrated multiple times throughout the evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.